Event description:
It was reported by the customer that when the device was used during an unknown procedure, it did not fire. It is unknown how the case was completed. The consequence to the pt is unknown.